Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y procedure laparoscopic procedure, upon gastrojejunal anastomosis, he did not note anything abnormal when using the device. The anvil could be tilted after firing. The anvil could not be bent. The sizers were not used. However, patient was bleeding in post-op from stapling site and had to be operated on. The patient was admitted to another hospital that has an intensive care unit and brought back into the operating room to repair the gastrojejunal anastomosis. The sutures were needed to close the defect and stop the bleeding. The patient is with injury.